Event description:
It was reported that this right ventricular (rv) lead was implanted successfully with all values within normal range. On post check, the rv lead amplitude was low at 0.8mv (millivolts), the pacing threshold measurements were high at 1.8v (volts), and undersensing was observed. Subsequently, the patient was scheduled for a lead revision the following day. The lead was repositioned successfully with no patient complications reported and remains in service. Outside of the revision, no adverse patient effects were reported.